Event description:
Follow up information ((B)(6)) identified the ipg was implanted on (B)(6) 2014. It was determined the ipg was implanted deeper than specified into the buttock. The patient had to recharge the ipg every two days until eventually the ipg was unable to communicate with the external devices. And became inoperable. The patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced and therapy was resumed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported ((B)(6)) the ipg is to be replaced due to battery depletion. Surgical intervention may be pending to address this issue.